Event description:
It was reported that during an unknown procedure, at the start of the procedure, the generator gave error code 5, they set up the device again and tried to finish the procedure. After a while, the generator gave error code 5 again. The operating room nurse cleaned the tip of the device. The tip broke-off outside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.